Event description:
Cotton rolls non6027 are weak and tearing apart easily. Also,they are coming with chunks of hard white substance intertwined in them. This has been happening intermittently over the last couple of weeks.